Manufacturer narrative:
The evaluation revealed the gamma nail to be the primary product. An investigation and a review of the manufacturing and inspection documents were not possible; although requested for several times (15.06.2015; 20.06.2016; 27.06.2016; 06.07.2016) neither the product nor further information like, catalog number, lot code, patient details, x-rays, surgery reports and more detailed information about the event were provided. The root cause of the event could not be determined. A failed gamma nail in combination with a revision surgery indicates most likely a breakage of the implant. Implant failures are influenced by multiple factors like: timeframe of implantation (i.e. Delayed union, non-union) excessive postoperatively loads (i.e. Obese patients, non-compliant patients) additional traumata poor reposition of the fractured bone parts poor blood supply of the fractured bone parts implant damages during implantation all these factors are listed as warnings and adverse effects in the IFU and operative technique for the gamma3 system. Previous complaints reporting nail breakages revealed no material, design, dimensional, or manufacturing issues. A more precise evaluation was not possible based on the given information. No non-conformity was identified. Product disposition is unknown.

Event description:
It was reported that gamma nail failed.